Event description:
The customer reported a leak at the secondary probe wash truck of the lh 500 hematology analyzer during the backwash part of the cycle. The customer indicated that the leak was contained on the analyzer cover and fluid did not leak onto the counter. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat at the time of the event and no injury or exposure was reported. No erroneous patient results were generated and there was no change or affect to patient treatment in connection with this event. The instrument did not generate any error messages for this event.

Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched and discovered a leak at the rinse block due to a misalignment with the probe. The fse tried adjusting the rinse block but noticed that it would not move far in either direction. The fse inspected the probe and noticed that the probe was slightly bent in two places. A probe wash test was performed and the rinse block had difficulty moving up and down. The fse noted that the rinse block never seemed to make it to the bottom of the probe. The rinse block was adjusted to ensure that the rinse block was not leaking but diluent was still left on the probe causing erroneous results to be generated in secondary mode. The fse ran startup, latron, and qc (quality control) which passed. No further leaks were observed after the rinse block was adjusted. The fse ordered a new bsv (blood sampling valve) which eliminate the bent probe issue and allow for the rinse block to be properly adjusted. The fse returned to the customer site 3 days after the initial visit and replaced the bsv to correct the bent probe. Failure mode of the event is attributed to a bent probe at the bsv. (B)(4).